Event description:
Related to MFR report # 2183959-2012-02318. It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on (B)(6) 2010, to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered debilitating injuries, including, but not limited to pain, discomfort, dyspareunia, recurrence of prolapse, urinary problems, permanent injury and worsening incontinence.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.